Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) year old female patient had a skin irritation. The patient had a rash under all parts of the lifevest and was itchy and red but not bleeding or open. Follow-up indicated that the patient's cardiologist ended the patient's use of the device due to the rash.